Event description:
It was reported that during testing by a manufacturer service technician that a piece had broken off of the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.